Manufacturer narrative:
H6: investigation summary: this investigation was performed on defect trend data, complaint trend data, device history record (DHR) review, servicemax review, and risk analysis (ra) review. Based on the defective component, the switch pressure 10psi (p/n 349532) on the dcm assembly (p/n 64781907) failed. The root cause was a pressure switch leak. The reported complaint was confirmed by the fse. Based upon obtained field information, historical data and performances, there has been no overall safety concerns or user harm/injury during the use of the device and after reporting the incident. The instrument was brought back to functional condition after replacing the switch pressure 10psi (p/n 349532) on the dcm assembly.

Event description:
It was reported that during use with a bd lsrfortessa¿ so the waste line leaked outside of instrument. The following information was provided by the initial reporter: customer has reported a leakage underneath the instrument. Only dripping when in run and the sample acquisition itself is not impacted. The waste tank is not filling up when in run. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. If waste was leaked: was it mixed with bleach or not? No. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No; all samples are fixed and washed before analysis. Was there any physical harm to the customer as a result of the leak? No.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use with a bd lsrfortessa¿ so the waste line leaked outside of instrument. The following information was provided by the initial reporter: customer has reported a leakage underneath the instrument. Only dripping when in run and the sample acquisition itself is not impacted. The waste tank is not filling up when in run. Was the leak contained within the instrument? No. Was the leak in a customer accessible location? Yes. Was there spray of fluid under pressure? No. What was the fluid that leaked? Waste. If waste was leaked: was it mixed with bleach or not? No. What is the source of leak -- waste line or non-waste line? Waste line. Was the customer exposed to blood or bodily fluids? No; all samples are fixed and washed before analysis. Was there any physical harm to the customer as a result of the leak? No.